Event description:
At 2000 nurse hung a new bottle of 250cc of lipids. She set the infusion pump to run at 11 cc per hour. At 2400 she noted the bottle was empty. The pump showed 43 cc had been infused. She changed the pump and sent it to clinical engineering. However, she did not sent the tubing to clinical engineering. Clinical engineering evaluated the infusion pump and did not find any problems.